Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported a customer called in stating that her insulin pump has not been functioning correctly for three weeks. The customer's blood glucose was at 135 mg/dl. The customer states that the insulin pump does not stop alarming to prime the device. The number to the help line was given to help the customer trouble shoot. No further information was reported.